Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and sensor inquiries. The customer states their level had been as high as 400mg/dl. The customer states they have been using the quick set and is now in the 200mg/dl to 300mg/dl. The customer states they were adjusting their settings and would call back at a later time.